Event description:
The company representative on behalf of the customer reported to olympus, the rhino-laryngo videoscope had air leak. There was no report of patient harm. The device was returned to olympus, evaluated, and it was found that the illumination lens was falling off. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Water tightness was lost due to a pinhole on the bending section cover. In addition to the lighting lens falling off, other evaluation findings are as follows; the adhesive on the bending section cover was chipped; the connecting tube had a dent and a wrinkle; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens had a crack; illumination was uneven due to the crack on the light guide lens; and the universal cord had a dent. Lastly, there were scratches on the following parts: the video connector case, the video connector, the light guide connector, the protector of the video cable section, the video cable, the universal cord, the upward/downward plate, the angulation lever, the grip, the switch box, and the control unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. The root cause of the problem could not be identified. Based on the following facts obtained from an investigation, the presumed cause is also unknown since a cause of the occurrence has not been identified. Regarding the issue, the following instructions for use (IFU) are found in the operation manual at the time of product shipment (edition 1). It is determined that the indicated phenomena can be prevented by following the instructions below: caution do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end of the endoscope can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor the field performance of this device.